Manufacturer narrative:
After investigation with the initial reporter, this incident is the same event as previously reported in the MFR report #3001587388-2023-23488. We first received the incident directly by the hospital. Then the hospital reported it at the competent authority and we received the same incident a second time. The conclusion of the investigation on the product was : the return catheter does not conform, and error e001 is undoubtedly due to irreversible oxidation of one of the sensor tracks (failure of the silicone capsule membrane seal).

Event description:
Announces an intracranial pressure of -20. Device revision and replacement. Delayed management of htic in a neurologically unstable child.

Event description:
Announces an intracranial pressure of -20. Device revision and replacement. Delayed management of htic in a neurologically unstable child.